Event description:
It was reported that the customer had issues with the insulin pump's keypad. The act button in unresponsive. The customer also received a button error alarm. The reported blood glucose was 124 mg/dl. The customer was advised to disconnect from insulin pump and revert to back up plan. The insulin pump is being returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
The pump was received with no button error alarms. However, the pump had intermittent button response due to moisture damage on the keypad trace. The pump also had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, and a cracked reservoir tube lip.